Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) that error 319 occurred on the universal surgical manipulator (usm3). The customer attempted a power cycle the system, but the issue persisted. Tse reviewed and confirmed the errors 319 and identified that they pointed to the axes controller carriage (acc) and axes controller spar (acs) boards in the usm3. The customer disabled usm3 and added usm4 to continue and complete the procedure as planned. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm3) due to error 319. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm3 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. The root cause of error 319 points to node is not present at startup, node name: axes controller spar (acs) in armnet3 usm. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.